Event description:
In 11/2004 the doctor performed root canals on four pts. Following the procedures the pts experienced tooth pain to the touch. After three (3) weeks their symptoms subsided, but one pt's tooth has to be extracted.